Event description:
Additional information was received reporting that the guidewire used was stryker brand guidewire, synchro 14. A new microcatheter was replaced to complete the surgery. The cause of the catheter resistance/puncture was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83360) document used: (B)(4) rev. Bb as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened plastic bag. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~147.8cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be damaged (bent) at ~136.7cm from distal tip. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed; water exited from the distal tip. An in-house silverspeed guidewire outer surface was hydrated. The silverspeed guidewire was tested with the returned echelon-10 micro catheter. The guidewire was able to pass through the echelon-10 micro catheter hub; subsequently through the inner lumen and exited distal tip without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture¿, was unable to be confirmed as no puncture was found with the echelon catheter. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed. No damages were found with the returned echelon-10 micro catheter that would have contributed to the reported resistance. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. The root cause could not be determined. The synchro-14 guidewire has an od (outer diameter) of 0.014¿ per an online source. Per the product labeling, the echelon-10 micro catheter is compatible for use with guidewires with a maximum od of 0.014¿. The echelon-10 micro catheter has a labeled inner diameter (ID) of 0.017". Therefore, the synchro-14 was found to be compatible with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter encountered resistance and was puncture by the guidewire. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an aneurysm. The patient's vessel tortuosity was normal. The access vessel was the femoral artery (diameter n/a). After angiography, the microcatheter was prepared and put in place. After hydration by IFU, the guidewire entered the microcatheter. When it reached the proximal marker, the guide wire could not be pushed forward. After several attempts, the guide wire was punctured and exposed from the microcatheter. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.